Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 6600-0628-700 lullaby reusable skin temperature probe won't warm the babies (temperature probe error/failure). They switched out the device but stay the same. There was no patient impact/harm reported.